Event description:
It was reported that during the implant procedure, the helix of the right atrial (ra) lead was difficult to extend when tested prior to introduction into the patient's body. The ra lead was not implanted nor introduced into the patient's body and was replaced to resolve the event. The patient was in stable condition.